Event description:
A patient contacted depuy mitek stating that he had shoulder surgery in 2004 on the right shoulder at an outpatient surgery center. He returned to the surgeon with pain in his right shoulder. X-ray's revealed a foreign body object in the shoulder. Revision surgery was performed the following month.